Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this right atrial (ra) lead was an attempted implant. During product testing, prior to implant, the physician attempted to extend and retract the helix using the rotation tool, but a popping sound was heard and then the helix extended half a turn. The rotation tool was then rotated counterclockwise, but the helix would not retract. Lead fracture was considered. The decision was made to use a different ra lead and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with the stylet in the lead, and the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed because this right atrial (ra) lead was returned and analyzed.